Manufacturer narrative:
Per information received on 14 dec 2017, the sheath was not removed with 7 fr dilator; only the 0.035 inch diameter wire guide was in the lumen of the sheath during removal. Per information received on 01 feb 2018, the 7 fr dilator was advanced over the wire guide to gain access due to scarring of the patient's groin. The 7 fr dilator was removed once access was gained. The dilator supplied with the sheath was used over the wire guide, and the sheath was introduced over the dilator/ wire guide combination. Once the procedure was completed, the sheath was removed only over the wire guide while the dilator was not inserted. The physician has been advised to remove the sheath and the dilator as a unit as mentioned in the instructions for use (IFU). (B)(4). Investigation - evaluation : a review of the complaint history, drawings, dimensional verification, device history record, documentation, IFU, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned in 3 sections connected by exposed coil. The proximal, middle, and distal sections were measured. The middle section was twisted at both the proximal and distal end. A portion of the tnrt is protruding from the proximal segment. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. This product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. When inflating a balloon at, or close to the introducer tip, ensure the balloon is not inside the distal tip of the introducer. When puncturing, suturing, or incising the tissue near the introducer, use caution to avoid damaging the introducer. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10 centimeters (cm) past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." It was noted that the patient's groin was highly scarred and calcified. Scar tissue in the groin could have damaged the device and/or caused the device to become stuck, leading to material separation during removal of the device. In addition, the dilator was not inserted during removal of the sheath. Dilators are stiff, thick-walled catheters which provide support to the sheath. Therefore, if the dilator is not inserted the support for the sheath is not sufficient, and could cause the sheath tubing to separate. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for this event can be attributed to user technique and/ or patient condition. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a mid to lower leg intervention, difficulty/ resistance was encountered when inserting the flexor raabe guiding sheath. Another manufacturer's 0.035 inch diameter wire guide, a cook medical low profile balloon catheter (with either 0.018 or 0.035 inch diameter wire guide acceptance), another manufacturer's atherectomy device, and a 0.014 inch diameter wire guide were used through the sheath during the procedure. The sheath was placed in the patient's common femoral artery using a contralateral approach. A seven (7) fr dilator was used to insert the sheath as the patient's groin was scarred. The patient's anatomy was also reported to be calcified. Following successful completion of the intervention, the sheath separated near the tip during removal. The remaining portion of the tip was retrieved from the patient's anatomy by pulling on the exposed coiling of the sheath. The 0.035 inch diameter wire guide was inserted into the lumen of the sheath prior to removal. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.